Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed early battery depletion. Review of the stored egms showed multiple excessive charges. If was noted that there was an increase in threshold in the past six months. The device will be scheduled for replacement.